Event description:
The customer called initially reporting a problem with rapid battery drain. During the course of investigation, it was discovered that the meter was experiencing the memory overwrite malfunction. There was no death, serious injury or mistreatment reported.

Manufacturer narrative:
Complaint is confirmed. Preformed using returned meter. Meter is unlocked to (mg/dl). Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. Log error numbers 0300, 0015, 0806 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.